Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the one grip cable was derailed off the pulley at the distal clevis. The grips still opened and closed, but no yaw movement possible. The cable derailment was likely due to the cable losing contact with the pulley during wrist articulation. Engineering found multiple deep scratch marks on the distal end of the main tube showing light material removal. The scratches were short in length, suggesting instrument collisions or other type of mishandling might have caused them. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the instrument's main tube, which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci s surgical procedure the prograsp forceps instrument wire was noted to be off track causing the forceps not be aligned. No patient harm, adverse outcome or injury was reported.